Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation. A pt had been connected to the system but was removed due to an unrelated catheter problem. After the pt was disconnected the machine was put into recirculation mode for 10 to 15 mins and the saline bag was observed filling. The machine was taken out of service and the pt's treatment was completed on another system. There is no adverse event associated with this incident.